Event description:
During routine preventive maintenance, the bvs 5000 console would not operate in battery mode. It was determined that the batteries were defective. Abiomed has requested that they be returned for eval. There was no pt involvement.